Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information- correction h2: type of follow up- correction h6: method code- correction to remove 4114.

Event description:
Subsequent to the initial MDR, a correction is required.